Event description:
It was reported that the user changed the cyclic total parenteral nutrition (tpn) infusion rate "without a witness" around 2330h and instead of "100ml," the pump was programmed with "500ml." This made the tpn to be infused within three (3) hours instead of the intended sixteen (16) hours. The cyclic tpn was intended to be administered at 50ml/hr for the first hour, and the remaining sixteen hours at 100ml/hr. The patient reportedly pressed the call bell as the IV pump was beeping and the primary nurse went and saw the tpn bag almost finished with around 200ml left. The primary nurse stopped the tpn immediately and patient vital signs was checked. The physician ordered blood tests, including blood sugar check, and vital signs monitoring. The patient's blood sugar dropped (hypoglycemia) and required administration of dextrose 50% (d50) as ordered by the physician. The patient was reportedly hemodynamically stable.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the user changed the cyclic total parenteral nutrition (tpn) infusion rate "without a witness" around 2330h and instead of "100ml," the pump was programmed with "500ml." This made the tpn to be infused within three (3) hours instead of the intended sixteen (16) hours. The cyclic tpn was intended to be administered at 50ml/hr for the first hour, and the remaining sixteen hours at 100ml/hr. The patient reportedly pressed the call bell as the IV pump was beeping and the primary nurse went and saw the tpn bag almost finished with around 200ml left. The primary nurse stopped the tpn immediately and patient vital signs was checked. The physician ordered blood tests, including blood sugar check, and vital signs monitoring. The patient's blood sugar dropped (hypoglycemia) and required administration of dextrose 50% (d50) as ordered by the physician. The patient was reportedly hemodynamically stable.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available and d15 - cause not established. Correction : type of reportable events. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.